Event description:
It was reported that during a surgical procedure at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.